Event description:
It was reported that during inventory checks, multiple forceps were noted to have cracked tungsten carbide jaws. These devices have been removed from the field upon discovery. No specific patient or surgery was involved. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00349. Event is being reported to the FDA on two medwatches since the limited information available indicates that an unknown quantity of forceps have malfunctioned. Should additional information be received regarding the reported instruments that have malfunctioned, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. D10: item# 51-9770; lot# unknown. E1: full establishment name - (B)(6) health center. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.